Manufacturer narrative:
The primary report of the thermogard console (sn (B)(4)) displaying mid09 (post sensor) error message upon power up was confirmed during functional testing. The root cause was due to the electrical short between the coolant block connector and console case frame. The secondary report of the console displaying "coolant low" error message was confirmed during the review of the event log. The root cause was due to the electrical short between the coolant block connector and console case frame. During visual inspection, the console were observed with missing prime switch cover. These type of physical damages found during visual inspection is likely due to normal wear and tear for the age of the device or due to mishandling. This issue is not related to the reported complaint. Evaluation of the console revealed mid09 (post sensor) error message upon power up. The analysis of the event log reveal mid09 and coolant low on error messages. The cause of the error messages were due to the wire shorting between the coolant block connector and console case frame. After applying insulation foam tape between the coolant block connector and the case frame the console was functionally tested and observed bad bearing on the rotor pump, this observation is not related to the reported event. The root cause of the bad bearing on the rotor pump was likely due to normal wear and tear for the age of the device. The console is a reusable device and was manufactured on 05 october 2012. It has exceeded its expected serviceable life of five years and is over 7 years old. After replacing the pump rotor, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system serial number (B)(4).

Event description:
Approximately seven hours of ivtm therapy, the thermogard console (sn (B)(4)) displayed mid:09 (air trap assembly) error message and low coolant alert. No fluid was noted on the floor and the fluid in the coldwell was observed within normal level. Following this, the user replaced the console and continued ivtm therapy without further reported issue. No known impact or patient consequence was reported.